Event description:
A director of nursing reported that a dull blade was noted during surgery. An alternate knife was necessary to successfully complete the procedure. There was no impact to the patient. No additional information is expected for this case. This is the last of six reports for this facility.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A sample is expected, but has not been received at the manufacturing site. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).